Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a generator change out due normal ER. Externalized conductors were noted under fluoroscopy. No electrical anomalies were observed. The lead is planned to be capped and replaced during the procedure. The patient was stable and will continue to be monitored.